Manufacturer narrative:
This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2025-01594-00 for details pertinent to this event.

Event description:
It was reported that there were three (3) incidents where the infusion set has leaked during cytotoxic patient treatment whilst using the cadd solis pumps. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.